Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming air in line. There was unknown patient involvement.

Manufacturer narrative:
A1-a6: correction as there was no patient involvement. D3: mfg establishment name updated. D9: device received on 2/5/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective air detector to be the cause of the issue. The customer's problem was replicated. It was also found that the downstream occlusion (dso) seal was cracked. The air detector and dso seal were replaced to fix the issue.

Event description:
There was no patient involvement.